Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative reported that the manufacturer representative initially met the patient on (B)(6) 2016 and per discussion with the patient they were unable to get their recharger to charge past 75%. The patient did not have the recharger with them when they met with the manufacturer representative. The patient had not met with the manufacturer representative since then. The issue with the recharger was not resolved and the cause was not determined. The need to recharger more often was resolved per programming.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient who was implanted with a neurostimulator for radicular pain syndrome. It was reported by the manufacturer representative (rep) that the patient has to charge more often because when they do charge they can't charge past (B)(4). The rep stated that the recharger appears to be working ok, the pocket site was fine, and the therapy was fine. The patient reported that the implantable neurostimulator (ins) starts off charging quickly but then at the end takes a long time or doesn't charge. The patient charges about once per week when the ins is low to half charged. Patient states they don't ever reach the ins with sprites screen and the icon that shows the ins charge goes back and forth and doesn't fill up completely. The clinician programmer statistics showed 100% charged during the patient's last three recharge sessions. The patient was instructed to bring their recharger into the next appointment and to call back to review recharge statistics. No symptoms were reported and additional information was requested from the rep to obtain the outcome of the event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) clarifying that the device that was not able to be charged past 75% was the implantable neurostimulator (ins).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.